Manufacturer narrative:
The inner lumen of the iab clotted and they cannot aspirate. Esp personnel reviewed not accessing the inner lumen again and possibly capping it

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had clotted inner lumen and unable to aspirate. There was no harm or injury reported.